Event description:
I received the CPAP machine noted in section e on or about (B)(6) 2011. It was replacing a remstar model 100m. I have used the remstar 100m for several years for obstructive sleep apnea. Therapy settings were the same between the old and new machine. The s9 elite does not appear to be effective in preventing obstructive sleep apnea. I don't know if it is just this machine or the machine design. I wake up in the morning sweating and my children say I am snoring. My airway appears to be collapsing during exhale.